Event description:
It was reported that the tabletop unexpected moved bidirectionally without resistance (free float) during loading of a pt. The technologist had to prop the table to stabilize it for the pt. After the pt was removed from the table, it was reported that the locks were functioning properly. There was no report that the pt fell nor an injury occurred. The unexpected float could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall. During an interview with the ge field engineer, the technologist indicated that she was not aware of the mechanical interlock feature of the table to restrict the motion in the lateral direction.

Manufacturer narrative:
During eval of the system, the field engineer (fe) was unable to duplicate the problem. The fe verified that the table was functioning according to specifications.